Event description:
During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil and was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire and catheter were returned without the pipeline; therefore, the event cause could not be determined. Reference (B)(4).